Event description:
On (B)(6) 2008, the pt was implanted with two gore excluder aaa endoprosthesis to treat an abdominal aortic aneurysm. On (B)(6) 2013, a f/u computed tomography (CT) scan revealed a distal type I endoleak (cause unk) associated with the contralateral leg component implanted on the left side. The CT further showed dilation of the left common iliac artery (lcca) to 18 mm, compared to 14 mm previously. On (B)(6) 2013, an add'l procedure was performed to treat the endoleak. A contralateral leg component was implanted into the left common iliac artery to address the endoleak, and an add'l contralateral leg component was implanted into the right common iliac artery as a preventive measure. Final angiography showed resolution of the endoleak, and the pt tolerated the procedure.

Manufacturer narrative:
The review of the mfg paperwork verified that this lot met all pre-release specs. The root cause of the endoleak could not be determined with the provided info.